Event description:
It was reported that the left ventricular lead has dislodged two days post-implant. Phrenic nerve stimulation was noted. The lead was explanted.

Event description:
New information notes that a loss of capture was also noted.